Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier did not clip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when surgeon want to clip on vessel, then cannot clip (don¿t have click sound) and cause clip dropped off from applicator. No issue with loading the clip onto the applicator.